Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced issue on load point 3 +4 registers before tubing was in place. There was no patient involvement. The problem was found out during testing in the biomedical service department. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported problem 'load point 3+4 registers before tubing is in place'. Evaluation determined the cause to be a force sensor calibration values out of specification. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.